Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. In addition, the following reportable malfunctions were found during the device evaluation: scope holder screw is missing. For the no image on malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a patient board set failure. For the missing scope holder screw malfunction, a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center exhibited no image on 180 scopes due to damaged patient board. There were no reports of patient involvement.